Event description:
Additional information was received stating that the patient was also experiencing discomfort at the ipg site. As a result, surgical intervention took place on (B)(6) 2025 where the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing auto reducing due to high impedances on the right lead. As a result, surgical intervention may be pending to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000080522.